Event description:
The user had a wax guard separate from the aid and lodge in her ear. No health care provider was needed to remove the wax guard. There was no irritation, infection or other medical problems, associated with this event.